Event description:
It was reported that after unpacking the lead, a deformation in the tip end of the lead was observed (strange curve), so the lead was discarded and another one was unpacked and implanted. No used on patient and no patient complications resulted from this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.